Manufacturer narrative:
(B)(6). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastrectomy, when they cut the jejunum, there was a poor staple line and they over sewed to fix the staple formation issue. They used another device to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.